Manufacturer narrative:
The manufacturer conducted a documentary review: product met specifications per documentary review. Without returned product for technical investigation, it is not possible to confirm the reported defect. The related risks are identified in our risk management file and procedure clearly described in the IFU. Therefore, complaint is classified as no definitive conclusion, unverifiable (no return product).

Event description:
On or about on (B)(6) 2018, patient underwent placement of an angiodynamics xcela power injectable port catheter, with model number: h965451030, and lot number: 139956000. The device was implanted by dr. (B)(6), m.d., at (B)(6), for the purpose of ongoing intravenous access to treat patient's rheumatoid arthritis. On or about on (B)(6) 2018, patient presented to (B)(6) with complaints of chest pain and dyspnea on exertion. During the same visit, patient underwent imaging, which revealed she had blood clots, requiring patient to undergo a surgery to remove the clots, which was unsuccessful. Patient's physicians subsequently performed a thoracotomy to remove the blood clots. Patient had her xcela port removed in or around 2019. At no point did the patient's healthcare providers indicate to her that her port had failed. Because no healthcare provider informed the patient that the xcela was the cause of her thrombosis, she had no reason to believe the thrombosis could be caused by xcela until she discovered a potential legal claim on (B)(6) 2023.